Manufacturer narrative:
As reported, the patient was diagnosed with pre- cancer/ductal carcinoma in-situ event in the right breast three years post implantation of galaflex in the left breast. There is no indication that the condition found is in any way related to the use of the p4hb implant in the left breast. As relatedness cannot be completely ruled out an MDR is filed to document the event. Review of manufacturing records shows product was manufactured to specification. Not returned.

Event description:
It was reported that in 1994 a female patient with a medical history of breast cancer, mastectomy underwent left breast reconstruction with a silicone implant and an augmentation implant on right breast. Over the next 24 years she developed progressive asymmetry. On (B)(6) 2018, the patient underwent revision surgery, during which both the silicone implants were removed, and implant of galaflex p4hb on the left reconstruction side only. The patient underwent mastopexy on right breast and three fat graft surgeries over the next year and a half. At the end of 2022, the patient was diagnosed with the micro calcifications and 4 mm pre-cancer (ductal carcinoma in-situ) in right breast. On (B)(6) 2022, the patient underwent right mastectomy and diep flap reconstruction and silicone tissue expanders were placed bilaterally. Her surgery went well. The path report showed no sign of cancer remaining after the needle biopsy. As reported, the implanting surgeon did not consider the pre-cancer ductal carcinoma occurrence right breast to be an outcome of the use of galaflex in the left breast and was reported in an abundance of caution to document the event.